Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 40 mg/dl. Cause was not known. The customer consumed glucose tablets as a treatment action and was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels. The customer acknowledged this and understood the recommendation.